Event description:
It was reported that a patient underwent a fusion surgery at levels c3-6 using a cervical plate and postoperatively, it appeared that the implant may have separated. According to the report, the "plate may have been sprung in the lateral plane, but from the a/p view, the plate seems to still be within the constraints of the superior level." The plate has not been explanted as the patient has not experienced any complications or symptoms. No additional information has been provided.

Manufacturer narrative:
(B)(4). Radiology films interpretation: "lateral and ap view of plate at c3-c6. Apparent corpectomy at c4 precluded screws at that level. Plate has disengaged at c3/4 level due to hyperextension failure. Without immediate postop films it is very difficult to determine initial plate position and whether that contributed to failure." Root cause: inconclusive.